Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer was able to clear the alarm and rewind the insulin pump. The alarm recurred within one week of troubleshooting of previous occurrence. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.